Event description:
The back end of the stent strut lifted from the delivery balloon. The physician had to withdraw the system and used another one.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.